Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump with the usb cable. Additionally, the charging cable was smoking while plugged into the pump. There was no reported adverse impact to customer's blood glucose level. A replacement cable was sent to the customer.